Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken battery tube threads noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the cannula was bent. The customer stated that the insulin pump had crack or chipped plastic on reservoir compartment. Customer stated that the reservoir ring was able to lock in place when inserted into insulin pump. The device will be returned for analysis.